Event description:
Foreign hcp reported "catheter disconnection/questionable product durability problem." Patient implanted with catheter 2001. When seen at follow up in the outpatient clinic - noted to have increased spasticity. "Taken to theater 4 weeks later and disconnection noted." The catheter was revised 11 days later and a large collection of csf was noted. Hcp stated this was a "medical complication." The catheter was replaced and the explanted device returned for analysis.